Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's sensor glucose was 66mg/dl and blood glucose 132mg/dl. Advised customer to disconnect from sensor and customer stated it alarmed weak signal. Advised customer that the device will be replaced.